Manufacturer narrative:
A review of lot# 3286573 showed that 28,000 were manufactured, tested, inspected and release in july 2016 citing no exception documents.

Event description:
Complaint received reporting reporting leakage issue with unspecified dialysis set-up where d1000 tego connectors were in use. The initial information received describes the (B)(6) event as follows ". When new tego first attached, when flushing, blood leaked out between the clear outer cover and the hard yellow inner housing of the tego connector. " the involved device was removed, replaced with no further issues encountered. There were no reported patient injuries, changes in baseline condition and or adverse consequences.